Event description:
Cardinal health has reported that a sponge in some of its packs is not x-ray detectable, when it should be. They are providing an over label to attach to packs to say the sponge is not x-ray detectable. Our facility does not use the particular pack, but felt it needed to be reported to FDA. Catalog numbers for affected sponge is imsvag869200 and description is 4.5x18" vag sponge. They have not issued a recall - only the over label.